Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 1. The patient line was stuck in his wheel chair and when he pulled the line to free, it disconnected. He would finish with manual supplies. Baxter product surveillance contacted the hp on 10/27/2011. He stated that he did not reconnect to the set after the accidental disconnection. He stated that he started over with new supplies, and therapy completed successfully. There was no allegation against any of baxter's products as this event was caused by a user error. Therapy since had been going well, and there were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.